Manufacturer narrative:
Concomitant products: product ID 97792, lot # n452510, implanted: (B)(6) 2014, product type accessory; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported that the patient never had therapeutic effect and was feeling pain at the implantable neurostimulator (ins) site since implant. The patient talked to the manufacturer¿s representative (rep) about having the device taken out because of the issues she was having. Later, the consumer reported she had a loss of therapy and the pain stimulator implant was removed in (B)(6) 2015 because it did not help her. The patient noted she would be using a transcutaneous electrical nerve stimulator (tens) unit for the same lower back pain from 2008. Since the patient also had a different stimulator for a different purpose by the manufacturer, she was wondering if she could use the tens unit as she would be having therapy. Relevant medical history included spinal pain and post lumbar laminectomy syndrome.